Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Increased rv lead impedances were recorded. An appointment for a crt-d system revision was set for (B)(6) 2020. ICD control and chest x-ray were done for diagnostics.